Manufacturer narrative:
The product was not returned to manufacturer for evaluation.

Event description:
Pre-operative diagnosis:disc herniation it was reported that intra-op, the rail bit snapped off in guide and bone while surgeon was using rail guide. Surgeon used needle driver to retrieve broken bit end and confirmed retrieval via visual and fluro inspection. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.